Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, while transecting the ileum, there was poor staple formation and the staple line was incomplete at the distal part. The staple line was fixed using another reload and suturing.